Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch catheter and observed irrigation issues (during use on patient). During the procedure, the ablation effect was found not good enough. After removing the catheter from patient, char (the solid carbonized material) was formed close to or on electrode(s) of catheter during the ablation procedure. A second catheter was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 24-feb-2026. The char was located on the tip electrode. The system did not display any error message. No issues related to temperature nor flow on the catheter. The generator was used in conventional temperature control mode without perfusion. Noted power at 30w and temperature at 55°. The correct catheter settings were selected on the generator. The duration of ablation was greater than 120 seconds. Pre-ablation high setting was not set. Pressure of over ten grams. There were issues with flow rate change at the start of ablation. Heparin physiological saline used as flushing solution. The act was maintained throughout the procedure. The physician did not consider that the char was excessive. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on 26-feb-2026. The system reported no problem. No error indication, the operator felt poor ablation effect and found char after removal. Steps taken to resolve the irrigation issue was heparinized in advance. Additional clarification was received on 04-mar-2026. The irrigation was confirmed as working correctly before the device was inserted into the patient. The device was used in the patient about 10 minutes before the issue was noted. The noted power before ablation was 30w. The noted temperature, impedance and power during ablation was unknown. Rinsed before entering the patient's body and performed ablation after entering the patient's body. Requested clarification to previous response of ¿yes¿ for ¿were there any issues with flow rate change at the start of ablation?¿. Responded, ¿after entering the body, the flow rate keeps going at 2ml/min.¿ the char event is assessed as non-reportable, however, bwi became aware on 24-feb-2026 that there were issues with flow rate change at the start of ablation and have reassessed the event as reportable for an irrigation issue device used in patient. The awareness date for this record is 24-feb-2026.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch catheter. During the procedure, the ablation effect was found not good enough. After removing the catheter from patient, char (the solid carbonized material) was formed close to or on electrode(s) of catheter during the ablation procedure. Additional information was received. There were issues with flow rate change at the start of ablation. After entering the body, the flow rate keeps going at 2ml/min. The investigation details. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, solid carbonized material formed on the catheter electrodes was observed. This could be related to the irrigation and char issue reported by the customer during the procedure; however, this cannot be conclusively determined. The origin of the material cannot determined. The customer complaint was confirmed based on the photo received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 25-mar-2026. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contain the following recommendations: when radio frequency (rf) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: device evaluation- -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿char¿ and ¿issues with flow rate change at the start of ablation¿ issues. Photo evaluation - -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) were selected as related to the customer¿s reported ¿char¿ issue. In addition, biosense webster inc. Analysis finding of the ¿char". -investigation findings: appropriate investigation findings term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided and to the customer¿s reported ¿char¿ and ¿issues with flow rate change at the start of ablation¿ issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on (B)(6) 2026, noted a correction to the 3500a follow-up #1 as in h11. Additional manufacturer narrative reported included, "the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 25-mar-2026." However, in error did not process the following fields: -d9. Device available for evaluation? -d9. Is device returned to manufacturer? -d9. Date device returned to manufacturer. Therefore, processed accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).